Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was an alleged break in the sterile barrier. There was no patient contact.

Manufacturer narrative:
Manufacturing review: a manufacturing review was requested; at this time the results of the manufacturing review have not been provided by perouse medical. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Investigation summary: the device was returned for evaluation. The device was not sent to the manufacturing site for evaluation, based on instruction received from the manufacturing site. The device was visually inspected on-site, and a crack was noted in the tray at the handle-end of the packaging. No defects were noted to the tyvek lid or seal. Therefore, the investigation is confirmed for the reported breach of sterile barrier.

Event description:
It was reported that there was an alleged break in the sterile barrier. There was no patient contact.